Event description:
A patient was implanted with veptr rib to pelvis devices bilaterally. The pt is non-ambulatory but scoots herself around on her bottom using her arms. X-rays taken on follow up noted the s-hook-left had fractured. During revision surgery, the construct and fragmented s-hook were removed from the ilium. The ilium was compromised during removal of the caudal end. The ilium was packed with bone graft and the surgeons plan to monitor the bone formation for 4 months, and re-implant the device if fusion mass is adequate.

Manufacturer narrative:
Subject device has been rec'd and is currently in the evaluation process. No conclusion can be drawn at this time.